Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use there were multiple issues with the bd vacutainer® sst¿ blood collection tubes. 35 had foreign matter in the gel; one had a printing defect; four had a dirty shield; 14 tubes were dirty; air bubbles were in the tubes of 128; one had excess gel. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x35, printing defect x1, dirty shield x4, dirty tube x14, air bubbles in tube x128, damaged tube x2, excessive gel x1.

Event description:
It was reported that before use there were multiple issues with the bd vacutainer® sst¿ blood collection tubes. 35 had foreign matter in the gel; one had a printing defect; four had a dirty shield; 14 tubes were dirty; air bubbles were in the tubes of 128; one had excess gel. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: fm in gel x35. Printing defect x1. Dirty shield x4. Dirty tube x14. Air bubbles in tube x128. Damaged tube x2. Excessive gel x1.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in the gel, printing defects, ink on tube and hemogard closure, scratch on tube, air bubble in gel and excess gel in tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in the gel, printing defects, ink on tube and hemogard closure, scratch on tube, air bubble in gel and excess gel in tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to fm through CAPA #503254 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm in the gel, printing defects, ink on tube and hemogard closure, scratch on tube, air bubble in gel and excess gel in tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm in the gel, printing defects, ink on tube and hemogard closure, scratch on tube, air bubble in gel and excess gel in tube was observed. Further investigation activities have been conducted through CAPA #503254 and the most likely root cause has been identified for fm. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA #503254 was conducted to document further investigation and root cause analysis relating to fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.